Event description:
It was reported that the customer had been in the hospital for two days due to the insulin pump not delivering any insulin. Could not troubleshoot with the caller as she did not have (B)(6) authorization. Advised the caller to have the customer call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.